Manufacturer narrative:
The light had been in use for eight months in an emergency room environment. The unit broke at the junction between the wall mount and articulating arm. The light is in the process of a redesign and the non-conformance has been processed through our corrective action system. No injuries occurred. We are trending for reoccurrence.

Event description:
Unit fell from wall mount. No one was injured and no procedure was taking place.